Event description:
Burns third degree [burns third degree]. Case description: this is a spontaneous report from a contactable pharmacist. A female pt of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back and hip, wrap) via an unspecified route of administration from an unspecified date at an unspecified dosage and frequency for an unspecified indication. The pt medical history was not reported. The pt's concomitant medications were not reported. On an unspecified date, the pt experienced burns after using thermacare heatwrap overnight and was hospitalized as a result of the reported event. There was no relevant laboratory data available. Therapeutic measures taken as a result of the reported event were not provided. The action taken in response to the event for thermacare heatwrap was unknown. At the time of this report, it was unknown if the pt had recovered from the reported event. Additional info has been requested and will be provided as it becomes available. Case comment: based on the info received, there was a reasonable possibility that the reported event of burn 3rd degree was associated with thermacare lower back and hip, wrap.